Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedances. This rv lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.